Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up normally and displayed the verify screen that was observed to be dim, fading, and reddish in color. The pump didn't shut off at any point of the investigation. Product analysis was unable to duplicate the customer complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that the display randomly went blank or paused sometimes and that if a button was pushed the screen would come back on. Reportedly, the pump still had power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.